Event description:
It was reported that a patient underwent a breast augmentation procedure on an unknown date and barbed suture was used. The suture broke off the needle at the start of suturing. The procedure was delayed by 2 minutes. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. Event related to mw # 2210968-2021-12481.